Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the instrument data and found flags for the luminometer. The rsc specialist also determined that the instrument was placed close to the window and recommended that the customer furnish their windows with either venetian blind or normal blind. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on and advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument and on an alternate advia centaur cp instrument, resulting lower than the initial result and matching the clinical picture of the patient. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.